Event description:
Facility reported an internal blood leak on a 17th use dialyzer. Hemastix was positive, machine alarmed minor blood leak. Estimated blood loss 200cc. New dry pack set up and the treatment continued without incident. No medical intervention. No pt ill effect. Hemoglobin 13.3. The sample is available for examination.